Event description:
A published case report of a pt who developed pharyngeal necrosis after a lma airway was left in place for 8 days. The lesion was treated with corticosteroids and fiberoptic debridement and healed without sequelae.